Event description:
It was reported that hv lead impedance out of range was observed. The lead was re-connected to the ICD and the system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.